Event description:
It was reported that she is having problems with no insulin delivery. The insulin pump maybe overdelivering insulin. The insulin pump is not alarming no delivery. The blood glucose reading is 125 mg/dl. The blood glucose reading have been low. The past two weeks the insulin pump have been giving the customer a lot of problems. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.